Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device self-activated. The issue resulted in a first degree burn to the surgeon. A bandage was applied to the burn. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one generator was received for evaluation. The returned sample did not meet specification as received. A visual inspection of the generators exterior found no obvious issues. No potentially contributing device issue could be identified. The investigation could not determine a root cause or a probable root cause for the customer's report. If information is provided in the future, a supplemental report will be issued.